Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician was unable to advance the lead. The physician confirmed that the lead would not advance due to a previous laminectomy the patient had. The physician opted to abandon the procedure.

Manufacturer narrative:
It was reported to abbott that the patient¿s trial lead implant procedure was abandoned because the physician experienced insertion difficulties due to the patient anatomy. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.